Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the needle hub separated from the sensor's base.

Event description:
Customer reported via phone, the customer was attempting to put in a new sensor and the long bar broke off inside. Customer did not know her blood glucose was unknown. Customer stated he usually pushes it down slow and it stays in. Needle hub was stuck in the serter. Customer agreed to return the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.